Manufacturer narrative:
E1/establishment name: (B)(6). The device was returned to olympus repair facility for evaluation, the customer¿s allegation was confirmed. In addition, evaluation of the device observed the following non-reportable finding; there was liquid inside the device; the front panel, chassis, and top cover were deteriorating; rear panel and power supply unit were deformed; the pip (picture in picture) was not displayed due to the deterioration of the harness, and there were signs of heavy corrosion inside the device damaging several electronical parts. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center did not turn on and will not start. There were no reports of patient or user harm.